Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump went blank. They replaced the battery but it did not resolve the issue. The customer¿s blood glucose level was unknown. The customer was still at school at the time of the call. They were advised to call back when the customer was at home to troubleshoot. The customer did not troubleshoot and did not send the product back for analysis.